Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found a partial lead measuring 53.5 cm from the distal tip. External insulation abrasion was noted at 27.9 cm to 28.2 cm, consistent with friction to another device or feature of the heart, and at 47.9 cm to 48.4 cm, consistent with friction to the pulse generator can. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction: the date of event should have been (B)(6) 2017 rather than (B)(6) 2017. Correction: the date received by manufacturer should have been 8/22/2017 rather than 8/25/2017.